Manufacturer narrative:
The device was returned with signs of heavy use. Scratches at the distal end and around the aspiration port could have presented a risk of tissue damage. These conditions most likely are the result of coming into contract with other devices during cleaning, sterilization and maintenance.

Event description:
The surgeon experienced a capsule break during ia.